Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: ev olutpro-26-us, serial/lot #: (B)(4), ubd: 10-aug-2019, UDI#: (B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during deployment, one of the paddles of the valve remained connected and did not release. The valve dislodged to 3mm in the annulus. Subsequently, a second valve was successfully implanted. It was reported that loading was performed by an experienced loader and was confirmed with visual, tactile and fluoroscopic inspection and no resistance was noted during the load. No additional adverse patient effects were reported.